Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure (cbp), the roller pump operated normally, however, the display on the roller pump was garbled and scrolling. The pump continued to work for the remainder of the case. After cpb was complete, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was not confirmed by the field service representative as he could not verify the display problem. As a precautionary measure, the display assembly was replaced and the unit was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.